Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed its investigation. Failure analysis investigations replicated/confirmed the customer reported complaint "medium-large clip applier had trouble clipping and could not release clips from jaws of instrument". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip did not fully close onto the test tube. Root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by site that is related to the primary failure was also identified. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .023" offset at the tips. As a result, the clip could not be properly loaded on the grips which causes clip test failures. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was submitted for review. A review of the logs was performed. Per the review, it was confirmed the medium-large clip applier was last used on: system serial ¿ (B)(4), event date - (B)(6) 2022 with 60 lives remaining. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted robotic surgical procedure, the medium-large clip applier had trouble clipping and could not release clips from the jaws. The procedure was completed with no reported injury. The medium-large clip applier is intended to be used with the da vinci sp system for the application of weck® hem-o-lok® medium-large polymer ligating clips for ligation of vessels and tissue bundles ranging in size from 3 - 10 mm in diameter. Follow-up has been performed to request additional information related to the reported event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 09/22/2022, the following additional information was obtained: the staff was unable to load clips onto the instrument. There were no issues with applying the clip onto the patient, so there was no tissue involvement. There was no system fault. The procedure was completed as planned without any injury or harm to the patient. There are no pictures or video available for isi review.

Event description:
Refer to h10/h11 for follow-up information.